Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that a piece of the reservoir compartment broke off. The customer was very concerned over their insulin pump because they were going into surgery the next day and would need an insulin pump. The patient's blood glucose level was 154 mg/dl at the time of the call. The damage is near the threading of the reservoir compartment. The customer did not return the product back for analysis.